Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was failing to capture. Upon repositioning, contrast was noted in the pericardium, indicating cardiac perforation had occurred. Pericardial effusion resulted from the perforation, which was cleared via pericardiocentesis. It was elected to abandon the procedure on (B)(6) 2024. The patient was stable.